Event description:
Introduction of ezem super xl enema tip into the vagina caused two vaginal lacerations which required surgical intervention. Product was disposed of. Device seemed to be smooth and not a manufacture problem. No barium was administered into the pt. Procedure was stopped before barium was administered.